Event description:
It was reported that the pt experienced withdrawal symptoms that included nausea and vomiting, chills, cramps, diarrhea and flu-like symptoms. A pump alarm was heard every couple of hours. The pt was supplementing with oral pain meds. The health care provider (hcp) reported a confirmed motor stall noted in the event logs, with no motor stall recovery. The pt was at home with the computer at the time of the stall. The pt was going to discuss pump replacement with the hcp. The medications being delivered via the device system were bupivacaine and morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Cramps.